Event description:
Procedure type: laparoscopic cholecystectomy. According to the rptr: a camera port was inserted and insufflation was performed. After that, the access needle was set in the expandable sleeve and they were inserted below the xiphoid process. Then, the sleeve made a cracking sound and only the needle was inserted into the cavity. A new device was opened to complete the procedure. Nothing fell into the pt's cavity. There was no bleeding reported in excess of 500cc. There was no tissue damage and no pt harm. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).